Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted it was received not applied. Functionally, a pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device broke while being applied on gallbladder artery. The jaws cannot be closed after the clamp is activated. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device broke while being applied on gallbladder artery. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.